Event description:
During a preoperative wire localization procedure for a biopsy, using an affirm breast biopsy guidance system, the customer reported recurrent misplacement of a non-hologic wire. After localization, post-interventional craniocaudal (cc) and mediolateral (ml) mammography images showed the wire to be deviated by approximately 6¿7 cm from the target (clip). It was reported that the localization procedure was repeated three times, resulting in three separate needle punctures and three instances of wire displacement and dislocation. During the same procedure, it was reported that the affirm system¿s dimensional display screen stopped responding and froze. It was reported that the physician refused to proceed with the planned biopsy procedure due to the incorrect wire position, and the procedure was postponed and rescheduled for a later date. No additional medical intervention beyond wire removal and rescheduling of the biopsy procedure was reported. A hologic clinical application specialist provided support and the issue with system¿s dimensional nonresponsive display screen and system being frozen was resolved. The hologic clinical application specialist had a conversation with the customer in regard to displacement of wires and clips in stereotactic procedures. The hologic clinical application specialist reported that the same patient will undergo preoperative wire localization again once the application is available on site. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: the customer used affirm to perform a preoperative wire localization. Post-interventional, the wire was found to have a 6¿7 cm deviation from the target (clip) on the mammography images. The procedure was repeated three times. There were three instances of displacement or dislocation of the wire. In addition, there was likely an operating error that caused the dimensional display surface to freeze. Provided telephone support resolved the problem during the patient procedure. The surgeons refused to operate on the patient because of the extremely incorrect position of the wire. At 12:00 p.m., there was a lengthy telephone conversation with the customer to discuss mechanisms of displacement of wires and clips in stereotactic procedures. No parts or logs were provided; therefore, complaint investigation will be limited to a complaint review and risk assessment. The following details were provided from the complaint: ¿following the reported incident on (B)(6) 2026, involving the affirm prone biopsy system during a breast biopsy procedure, a thorough evaluation of the event was conducted by the hologic clinical application specialist in collaboration with the on site medical team. As part of this evaluation, the procedure workflow, imaging, wire placement, and patient positioning under compression were reviewed. Based on the overall assessment, it was determined that the most probable cause of the incident was migration of the non-hologic localization wire, in combination with possible patient movement during the procedure. To ensure accurate targeting and patient safety, it was recommended that the localization procedure be repeated with support from the hologic clinical application specialist. The patient was rescheduled, and the affirm wire localization procedure was successfully repeated on (B)(6) 2026, with support from our hologic clinical application specialist. The medical team was assisted in restoring the display screen, reviewed best practices for wire placement under compression, and reinforced techniques to minimize wire migration. As a result, the surgery and specimen radiography were successfully completed." One clarification to complaint details, this issue was reported on an affirm upright, not the affirm prone root cause is unknown, but probable cause is use error or an issue with the third-party localization wire conclusion: a hologic clinical application specialist reviewed the case and determined that the localization device migrated or the patient moved during the procedure. There is no indication of a device issue with the affirm upright. The procedure was repeated and completed successfully with clinical application support. A CAPA is not needed at this time as there is no evidence of non-conforming product or missing mitigation related to this complaint. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: as the most probably cause is use error, a review of the DHR is not warranted UDI: ((B)(4). Serial number: (B)(6). Manufacture date: april 24th, 2023 install date: september 21st, 2023.